Event description:
A malfunction was reported on the customer's pump, but no significant events preceded the malfunction. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.